Manufacturer narrative:
On 24-jul-2024, additional information was received clarifying that the reported ¿¿eepvi and cti¿ which meant they did ¿electrically pulmonary vein isolation¿ and ¿cavo tricuspid isthmus ablation¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31301604l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (af) + supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. In the last stage of the af + svt procedure (about 1.5 hours after pvi + cti ablation and 3 hours after the patient entered the room), blood pressure drop was confirmed. Pericardial effusion was detected by performing echo. Drainage was performed. The patient was conscious and able to talk before and after drainage. Additional information received indicated the patient has improved. No product malfunctions were observed during the procedure. An rf needle was used for transseptal puncture. ¿eepv¿ and cavotricuspid isthmus (cti) were performed. No steam pops have been confirmed. It was not clear exactly at what point the tamponade occurred, but the physician felt that there was resistance when the rv catheter (jll company's snake) was removed after electrophysiology study (eps).